Manufacturer narrative:
(B)(6) h3: one device was received for evaluation. Visual inspection found a damaged dso seal, scratched lcd lens, and a damaged air detector. Functional testing was unable to duplicate an unknown issue; however, a defective air detector was revealed. The dso seal, lens, and air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair for an unknown issue. There was unknown patient involvement. Analysis of the device found a damaged downstream occlusion (dso) seal.